Event description:
Boston scientific received information that during a routine device change out procedure, the lead was found to be stuck in the device header. Once the physician pulled on the lead, it was successfully removed from the header. The lead was then surgically abandoned. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an initial interrogation noted that the device would not communicate. Pacing and sensing testing was unable to be performed due to the low battery voltage. Visual inspection noted that the setscrew was missing. Microscope visual inspection noted no damage to the lead barrel or terminal block.